Event description:
A doctor identified four (4) different lots of maxcem elite, which were alleged to have been associated with the loss of restorations in multiple patients; however, the doctor was not definitive as to the number of patients affected with regard to each lot.

Manufacturer narrative:
Although the doctor identified four (4) different lots associated with the loss of the restorations, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4720567, 4704804, 4702597, and 4699954; however, the doctor could not recall patient or incident details and was not definitive as to the number of patients affected with regard to each lot. The doctor re-cemented the restorations for each of the patients. To date, each of the patients are doing fine. The lot numbers 4702567, 4704804, 4702597, and 4699954 have been identified as affected lots which are part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.